Event description:
A (B)(6) make patient called zoll customer support to report that his battery charger/modem was not recognizing his battery pack. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery/charger/modem sn (B)(4) has been completed. The reported problem (battery charger not recognizing battery) has been confirmed. Upon investigation the battery and bedside pca boards were contaminated, which prevented the battery charger/ modem from recognizing a battery pack. The root cause was ingress of an unk liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.